Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide corrections to the following fields: corrected fields: d4 lot #, d4 expiration date, h4 manufacturer date. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: sheath buckling. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction of "the outer sheath at the distal end of the puncture needle is bent and broken": it is possible that the sheath tip was damaged by forcing the sheath to protrude at a steep angle during endoscopy, resulting in the needle becoming stuck and unable to project. Based on the results of the investigation, it is likely the following led to the malfunction of "sheath buckling": the buckling of the sheath is thought to have occurred due to bending loads applied to the insertion part when it was removed from the tray or during pre-use inspection. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the single use aspiration needle's project sector showed bending and distortion, with residual stains from previous use on the needle tip. There were no reports of patient involvement.